Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication description name issue. The technical support specialist (tss) confirmed that this was not an integration issue. The tss reviewed the medication information in medbank myqlink (mql) and on the cabinet, and both were displaying the correct medication and informed the customer that the item name displayed under the medication order in myqlink must match the item name in their emr item list, as both systems need to be aligned for consistency. The tss explained to the customer how the hl7 medication order workflow operated. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini wrong description name of medication was being pulled. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.